Event description:
It was reported that review of session records revealed multiple episodes of loss of capture. No patient symptoms were reported. Since, then no new episodes have been noted but the patient would be brought into the clinic for an echocardiogram. No additional information was reported.